Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator went into inoperable condition while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to evaluation codes method, result and conclusion. Correction to the PMA / 510k #. Device evaluation: the breath delivery (bd) printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd pcb was attached to the failure investigation (f.I) test ventilator and during ventilation, unit generated a ventilator inop condition. Investigations indicate that this fault was caused by alliance manufactured dram devices. Alliance manufactured devices were discontinued and replaced by oki manufactured devices for new bd pcbs from the (B)(6) 2005 because oki dram devices have a higher reliability than the alliance parts. If information is provided in the future, a supplemental report will be issued.